Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 4 of 7. The technical service representative (tsr) assisted the home patient (hp) with clearing the alarm and ending therapy, assisted to disconnect using aseptic technique and advised to notify nurse of missed therapy. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm was not confirmed and a cause was undetermined. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.